Event description:
Info received 8/2/2005. Event report received from scientific studies: loss of atrial capture reported on 2/3/2005. Lead repositioned on 8/2005.

Event description:
Information received 8/2005. Event report received from scientific studies: loss of atrial capture reported in 2005. Lead repositioned about 5 weeks later.